Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting undersensing and oversensing. Boston scientific technical services (ts) have discussed reprogramming options. Additional information was received that atrial undersensing was observed that resulted in pacing inhibition on the left ventricular (lv) channel. Low amplitude was noted on the right atrial (ra) lead. The involved leads are non boston scientific products. No adverse patient effects were reported. This device system remains in service.